Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a bilateral pulmonary embolism using an indigo system lightning flash aspiration tubing (flash tubing), an indigo system flash aspiration catheter (flash catheter), a neuron select catheter 6f (6f select), a penumbra engine (engine), a non-penumbra sheath, and a guidewire. During the procedure, prior to initiating aspiration and while both the engine and flash unit switches were off, the physician noticed that the flash tubing quickly filled with blood. Once aspiration was initiated, the physician completed some passes using the flash tubing, flash catheter, and engine. The flash tubing then entered occlusion detection mode with the indicator light on the flash unit illuminating yellow. Rapid blood loss was observed in the canister, while only a minimal amount of thrombus was aspirated. The physician noted thrombus in the distal end of the flash catheter and used a syringe through the rhv side port to manually aspirate some of it. The physician decided to end the procedure at this point due to the patient loosing 750 ml of blood before all thrombi could be removed. The patient received a blood transfusion and it was reported that the patient had normal right ventricular function the day after the procedure and was discharged two days later.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2025-00225. 1. Section h. Box 6. Investigation conclusions 1. 2. Section h. Box 6. Investigation conclusions 2 - should be blank.